Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the air removal process, customer did not experience the resistance that was typical during this process. Customer alleged unspecified cartridge damage as the root cause of this issue. Multiple cartridge changes were performed to address the issue. Customer's blood glucose level was not impacted.